Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure the patient presented and an angiogram identified a small type ia endoleak from the top of the graft. The physician elected to implant a cuff and endoanchors to ensure seal and resolve the endoleak. Per the physician the cause of the event was anatomy related and commented that there appeared to be somewhat of a short seal zone and the initial graft appeared to be placed about 5mm under the renal arteries. No additional clinical sequelae were reported and the patient is fine.